Event description:
It was reported by the pt on medwatch report #(B)(4) that he "seared" his eye following use of product to clean his contact lenses. Additional information has been requested but not yet rec'd. Upon receipt of additional information, if there is any further relevant information, a f/u report will be filed. This event is being reported due to the lack of information rec'd regarding the pt's diagnosis, treatment, and event resolution.

Manufacturer narrative:
(B)(4).